Event description:
It was reported that an unspecified alarm occurred during therapy on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and functional inspections were performed. The device met product specifications. Simulated therapy was performed and finished with no errors. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no other defects and malfunctions found with the device. Event history log review verified the reported event as slow flow patient alarm. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.